Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that, during a refill, the healthcare provider (hcp) was able to aspirate 3cc from the reservoir, but had been unable to fill it with drug. Four refill kits were attempted to be utilized and the hcp had confirmed the patency of the kits, so he believed that they weren¿t the cause of the issue. It was noted that the hcp did not believe that air had been introduced into the reservoir and it was confirmed that the needle had been in the reservoir fill port via fluoroscopy. The hcp had tried pushing very hard to get the drug in the reservoir and had been unable to do so, so the patient was sent home with oral narcotics and another attempt to refill the pump would be made on the following day. The device system was used to deliver bupivacaine and morphine. On the following day, it was reported that the pump was scheduled to be replaced on (B)(6) 2014. That same day, it was also reported that, on the day prior to report, the refill procedure was aborted, the pump was stopped, and the drug was disposed of as they were unable to refill the pump reservoir. The physician tried to pull back 20cc of negative pressure three times, but was still unable to fill. On the day of report, the hcp was going to try the locked reservoir procedure to see if they were able to fill the pump with preservative-free saline, program the pump out of stopped pump mode, and program a bridge bolus to rid the old drug from the system. It was indicated that the plan was to replace the existing pump on the upcoming friday if they were unsuccessful with refilling the pump. Further troubleshooting was performed on the day of report and the physician performed the ¿push through¿ approach with 10ml of saline. He forcefully pushed saline into the pump and the valve was successfully unlocked. It was decided to keep saline in the pump until more drug mixture was available in two days. A bridge bolus of 67 hours was programmed to go from morphine and marcaine to saline. On the day after that, it was reported that the pump would not be replaced as they had been able to resolve the refill issue on the prior day. Five days later, it was reported that, two days after the pump was filled with the preservative-free normal saline, the patient was seen in the clinic and the hcp pulled out 9.3ml. The hcp proceeded to refill the pump with drug and was able to fill 10ml with no problem; however, she was only able to fill 4ml more with difficulty. The physician then came in and, with difficulty, was able to fill with an additional 3ml for a total of 17ml refilled. It was indicated that they were considering replacing the pump and the patient was to be evaluated at the clinic on the following day. That same day, it was reported that the hcp refilling the pump had never done it before and couldn¿t fill it even after trying everything. It was indicated that the physician couldn¿t do it either. After going up to the clinic for a third day out of the prior four, she thought they had figured it out. She pushed for 16cc and thought all was well, but it stopped there and wouldn¿t take any more. The physician then came in and got 1cc more in, but it wouldn¿t work anymore. It was stated that the patient was attempting to keep her morphine level even and she may have surgery sooner or later.

Event description:
It was later reported that patient came in for refill and the healthcare provider was unable to aspirate or refill the pump. After assistance from technical services, they were able to refill half the medication. The pump was replaced. Following the explant, two different staff members tried to aspirate the remaining 13cc of drug from the pump; however, neither staff member were able to get any medication out. The patient status was ¿alive ¿ no injury¿. During normal refill the pump could not be aspirated or refilled. The healthcare provider was unable to aspirate after explant either. The patient outcome was ¿recovered without sequelae¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID neu_refillkit_acc, lot# unknown, product type: accessory; product ID neu_refillkit_acc, lot# unknown, product type: accessory; product ID neu_refillkit_acc, lot# unknown, product type: accessory; product ID neu_refillkit_acc, lot# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump found reliability non-conformance of the fluid path, specifically reservoir access issues due to residue before internal decontamination. Upon receipt of the device, the pump was tried to be aspirated three times, yielding 0 ml. Of fluid. The reservoir was then "rinsed" with 10 ml. Of sterile water. It was then aspirated. This aspiration yielded 19 ml. Of fluid. Later filling and aspirated was not able to be performed. Residue was found in the fluid path and reservoir. Due to all logs being ¿clean¿ meaning no motor stalls, no motor stall recoveries, or errors of any kind it was decided to not do destructive analysis on the motor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not experience symptoms. It was noted that the patient was doing fine at the time of report and was receiving effective therapy. It was noted that after explant, the nurse and scrub technician both tried 3 or 4 times to get the drug out of the pump but could not. The manufacturer's representative had wanted the drug out prior to returning the pump. It was noted that they were both "experienced". It was also noted that they did not use a non-coring needle as the pump was already explanted so it was thought to not matter.